Event description:
It was reported that a coil cap detached from a large volume infusor before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 26, 2014 to june 27, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection verified that the coil cap had separated from the housing. The cause of the reported condition was determined to be malformed housing. The cause of the malformed housing was undetermined. A CAPA has been opened to address the issue of malformed housing. Should additional relevant information become available, a supplemental report will be submitted.